Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the reload was attached to handle, and the opening and closing check was performed without any problem. After the tissue was clamped, the green button was pressed but firing could not be performed. Although a new reload was used, it could not fire. Then a new reload was attached to another handle and adapter, and it was able to be used. There was no patient injury.